Event description:
It was reported that during the procedure to treat a heavily calcified, concentric, 75% stenosed, de novo lesion in the mildly tortuous proximal to mid right coronary artery, a 3.75x12 nc trek rx balloon dilatation catheter (bdc) was advanced against resistance across the lesion. While inflating the trek rx bdc, the balloon ruptured at 10 atmospheres. The nc trek rx bdc was withdrawn from the anatomy without resistance. A new non-abbott bdc was used and inflated successfully, completing dilatation. A non-abbott drug-eluting stent was then deployed, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide catheter: heartrail. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU), in the warnings section states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.